Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown," "lymphadenopathy," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown," "lymphadenopathy," "silicone migration," and "granuloma."

Event description:
Healthcare professional reported left side "mild breast contracture, with presence of silicone-like lymph nodes in the left axilla" and "siliconomas." Device remains implanted.

Event description:
Healthcare professional reported left side "mild breast contracture [baker grade ii].